Manufacturer narrative:
The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula was torn in two locations. Fluid leaked from both tears. It could not be determined when this damage occurred and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. The pod could not connect to the master pdm. Without the data, it could not be determined if the pod struggled to deliver insulin while the pod was worn. The outer housing was punctured and cracked in multiple locations. Inside the pod, the reservoir assembly was cracked and deformed in locations that aligned with the damage of the outer housing. The drive mechanism was not able to drive the tube nut and allow insulin to flow as intended due to the damage. It could not be determined when this damaged occurred. No corrosion was found in the pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 325 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking. When removed from the infusion site (arm), the pod's cannula was bent a little. As treatment, a new pod was applied and a bolus was given.